Event description:
Customer reported the passport 2 monitor's co2 function was not working which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative replaced the passport monitor's co2 board, reprogrammed, calibrated and safety tested the unit.